Manufacturer narrative:
The monitor was manufactured september 20, 2011. Per edwards¿ procedure ¿lifetime of the product specification,¿ the useful life of the monitor is 5 years. The device history record review was completed and there was a work order generated during the manufacturing process; however, it was not related to the complaint issue. Examination of the returned monitor confirmed the customer¿s complaint ¿ abnormal values were observed, when the patient¿s weight was entered as (B)(6). Evaluation testing supports that the device performs as expected. There was no indication or evidence of a manufacturing defect being responsible for the issue. No further actions are required at this time. Edwards will continue to review and monitor all events. If action is required, an appropriate investigation will be performed.

Event description:
It was reported, that during use of an ev1000 monitor, an incorrect central venous pressure (cvp) value was displayed and there were no error messages observed. The patient was not treated according to the incorrect cvp value displayed. It was later discovered that the incorrect value was due to a user error, since the incorrect weight of the patient was entered into the monitor (it was entered (B)(6)). There was no report of patient compromise and no additional devices were identified as suspect.